Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on unknown date. After the placement, it was reported that either the hydrogel or ulcer was observed during a rectal endoscopy. The physician indicated that this information needed to be confirmed. However, at the time of this report it was not confirmed if the patient had a perforation or rectal ulcer. No patient injury was reported as outcome of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 04/01/2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 04/30/2024. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.